Event description:
Pt reported that the device used to approximate an ac shoulder separation broke approximately two weeks following initial shoulder repair. The pt was returned to surgery for repair. No further details were provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.